Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 02-mar-2019. (H3) the revision reported was likely the result of failure of the caged glenoid component. The root cause of the failed glenoid could not be determined because the devices and x-rays were not available for evaluation. H11: *the following sections have corrected information: (d10) concomitant device(s): 300-10-15, (B)(6) - equinoxe replicator plate 1.5mm o/s. 310-02-44, (B)(6) - equinoxe, humeral head tall, 44mm (alpha). 300-20-02, (B)(6) - equinox square torque define screw drive kit.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, approximately 3.5 years post the initial ltsa, this (B)(6) y/o male patient presented to office clinic with squeaking noise in left shoulder and was revised. The glenoid component was removed and revised to hemi shoulder arthroplasty. Glenoid component was found broken in 2 pieces. The patient was last known to be in stable condition following the event. Devices were sent to pathology.